Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that they are no longer getting data from the g5 mobile application after they updated their smart device. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed by the findings of a signal loss via log review. A root cause could not be determined.